Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the cause of the out-of-range shocking lead impedance measurement was not conclusively determined. All other measurements were within normal range. The plan is to continue routine follow up for the patient through the remote monitoring system and clinic checks. No adverse patient effects were reported. The system remains in service.